Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced recurring incontinence and urethral atrophy. Fracture in pump tubing was found. Artificial urinary sphincter (aus) pump and cuff were explanted and replaced. Additional information was received. Patient presented with reoccurring incontinence determined by an office visit to dr roach. The incontinence gradually return in its severity. The amount of pads used daily was greater than 3. The office visit determined that the aus implanted in new york was indeed intact. It was verified by cystoscope. Dr roach believe that urethral atrophy had occurred because he was not seeing good coapitation so the patient was scheduled for a cuff exchange. The prb had no fluid in the system. Upon exploration the pump tubing that connects to the prb was fractured. How is unknown. Dr roach used the bovie for his dissection of the pump, which should not have been compromised by it. Nevertheless he exchanged the pump and implanted a smaller cuff a size 3.5. The 3.5 cuff was placed in the same location as the original cuff. Procedure went well and physician is satisfied with aus implant.